Manufacturer narrative:
(B)(4).

Event description:
It was reported "(B)(6) 2025, in ICU department, the doctor feedback the swg too soft, it was easily kinked in the catheter and can't advance during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The customer returned one guide wire for analysis. Signs of use in the form of biological material were observed. The catheter was not returned. Visual analysis revealed that the guide wire was kinked in multiple locations across the body. The j-bend was misshapen. Microscopic examination confirmed the damage and showed that both the distal and proximal welds were full and spherical. Visual inspection of the catheter could not be performed as it was not returned. The kinks on the guide wire measured 350mm, 425mm, 450mm and 473mm from the proximal tip. The overall length of the guide wire measured 602mm, which is within the specification of 556mm-604mm per product drawing. The outer diameter of the guide wire measured 0.790mm which is within the specification of 0.788mm-0.826mm per the guide wire product drawing. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". The guide wire was inserted through a lab inventory 7fr catheter. The undamaged portion passed with no resistance. Resistance was encountered at the locations of the kinking. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire was kinked in multiple locations across the body. The guidewire met all relevant dimensional requirements. Functional testing confirmed resistance at the location of the kinks when passed through a lab inventory 7fr catheter. A device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and the report that the damage was observed during use, the likely root cause for this event appears consistent with unintentional user error; however, the probable cause could not be determined without the catheter being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "14 apr 2025, in ICU department, the doctor feedback the swg too soft, it was easily kinked in the catheter and can't advance during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".